Event description:
An attorney reported that after an intraocular lens (iol) was implanted into a patient's left eye, the patient had pain, cystoid macular edema, loss of vision, and inability to work. The iol was explanted.

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).